Event description:
It was reported that the ilet touchscreen cracked after the user tripped and the device detached, rendering the screen unusable and nonresponsive; blood glucose was reportedly unaffected, and the device had been synced prior to shutdown, with plans to return it. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.